Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported a discrepancy in results with the vidas easles igg test. There is no indication or report from the hospital to biomerieux that the associated invalid avidity results led to any adverse event related to a patient's state of health. Submittal of the patient sample has been requested. Biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. However, the customer did not comply with biomérieux request for sample submittal and the referenced product lot was already expired. Analysis of the manufacturing qc batch record showed no abnormality. As indicated in the instructions for use, vidas® measles igg performance does not claim 100% in term of specificity or sensitivity. Vidas® measles igg and arup use different testing methods; they are qualitative elfa test and semi-quantitative chemiluminescent test, respectively. Without the arup performance specifications (sensitivity and specificity) and the lack of third confirmatory method, it is not possible to determine which result is correct. The investigation concluded that no product performance issue was confirmed for the referenced lot of vidas® measles igg assay.